Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted. It was noted that the setscrew was damaged and also there was foreign material in the setscrew.

Event description:
During implant it was reported that the set screw would not engage. The device was not implanted. No patient complications have been reported as a result of this event.